Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: patient was implanted with va-lcp 2 column distal radius plate and screw construct on an unknown date approximately three (3) months ago. Patient was then put in a cast for six (6) weeks. Reportedly, the patient had been out of the cast for one month before the plate breakage and a non-union was noted. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware and revision surgery. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was implanted on an unknown date approximately three (3) months ago (approx. (B)(6) 2013). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The examination of the raw-material inspection sheet and the manufacturing documents showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards. The dimensions were found to be in compliance too. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue fracture of the plate. The implant could not resist the applied force which finally led to the fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.